Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned. No anomalies found. It was noted that the outer insulation breached was cut, with blood in/on helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that patient presented the day after implant with no capture or sensing on the right ventricular lead. A new procedure was performed to reposition the lead. A perforation was found. The lead was explanted and replaced. Notably, removal of the lead was accompanied by a loss of back and anterior chest pain. No further patient complications have been reported as a result of this event.